Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Image in case shows 1 triodent universal ring with a broken tine. Complaint substantiated. DHR and retain investigations not completed because lot number not provided in case.

Event description:
In this event it is reported that a v3 ring universal (green) 2 pack broke during use. No broken parts inside patient's mouth. No injury.